Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead connected to a competitor device, showed high out-of-range (oor) shocking impedance measurements. The programming was changed in an effort to eliminate. The lead remains implanted. To date, no adverse patient effects have been reported.